Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 98 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump had moisture on keypad traces. No button error alarm noted. All buttons functioned properly. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, cracked case at display window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.